Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The system functioned as intended, and the computer was replaced. The system then passed a system checkout. The computer was returned to medtronic for analysis. The issue was unable to be duplicated during testing, however a hard drive malfunction was found. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. While navigating during the procedure, the system performed a reboot. The issue occurred twice during the procedure. It was noted there were 182 scans. The issue resulted in less than one hour procedure delay. Technical services requested the manufacturer representative to pull logs and delete the scans off the system. Additional information indicated the system software was reinstalled and the database was cleared. While at the acquire images screen when verifying a passive planar probe, the system rebooted by itself again. A computer replacement was sent. There was no impact on patient outcome. No complications were reported/anticipated.